Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other that dried body fluid and tissue in the helix housing and cuts in insulation likely due to explant damage. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. The exhibited behavior was covered in the instructions for use of the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting right ventricular (rv) channel oversensing and there is no right atrial (ra) lead sensing, ra lead dislodgement is suspected. Technical services (ts) was consulted and recommended further evaluation. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and both leads were dislodged due to twiddlers syndrome. The rv lead was repositioned, and the ra lead was replaced due to helix issues. The ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting right ventricular (rv) channel oversensing and there is no right atrial (ra) lead sensing, ra lead dislodgement is suspected. Technical services (ts) was consulted and recommended further evaluation. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and both leads were dislodged due to twiddlers syndrome. The rv lead was repositioned, and the ra lead was replaced due to helix issues. The ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting right ventricular (rv) channel oversensing and there is no right atrial (ra) lead sensing, ra lead dislodgement is suspected. Technical services (ts) was consulted and recommended further evaluation. This ICD system remains in service. No adverse patient effects were reported.